Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a change sensor alert with no other alerts prior. No product was provided for investigation. Data was not provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.